Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction, g3- aware date should have been (B)(6) 2021.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient's previous left lead was explanted on an unknown date due to concerns about skin erosion. Patient healed and a new lead was eventually implanted on (B)(6) 2020.